Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer did not see insulin drips come out of the tubing during the fill tubing process. The customer's blood glucose (bg) level was 300 mg/dl and the customer delivered a correction bolus via the pump to address the bg level. During troubleshooting with tandem technical support, it was determined that the infusion set tubing was defective as insulin was seen coming out of the patient line. Reportedly, the customer changed the tubing, saw drips exit the new tubing, and insulin delivery was resumed.